Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 4.9 cm fusiform abdominal aortic aneurysm approx 27 months ago as part of a clinical trial. The iliac arteries were mildly tortuous and measured 19 mm in diameter bilaterally. It was reported that there was a type ii leak from multiple collateral vessels was seen at the six month and the two year follow-ups. At the two year scan, the aneurysm measured 4.9 cm in diameter. There was stent graft kinking and what appears to be infolding of the left contralateral iliac limb (ref MFR # 2953200-2011-00792). No intervention was performed. A CT scan two years post implant indicates that there was an undetermined endoleak and this was not a new event. Lab work during the same time frame showed an increased creatinine from 1.7 to 2.1. The investigator determined that the increased creatinine is not related to the device or procedure. No intervention has been performed. The pt reported leg pain upon exertion approx one month ago. After an mra was performed a few weeks ago, it was decided that intervention was necessary. Recently a left popliteal, left anterior tibial and left perineal surgical embolectomy was performed as well as left iliac stent graft re-alignment. The embolism was assessed to be unrelated to the device or procedure. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (type 2 endoleak).

Event description:
Additional information was received as follows: it was reported that 11 months post implant an occlusion of the left popliteal artery was discovered. The patient had a diagnosis of recurrent popliteal artery occlusion. The patient did not feel that the severity of the symptoms warranted intervention and was followed up one week later and the symptoms had improved. The patient was seen again five months ago and the symptoms have stabilized; patient will try exercise therapy. The patient status was continuing and another follow-up was planned in six weeks. No intervention had been done at the time. This investigator assessed the event as not related to the study procedure or study device. The patient underwent emergent embolectomy and fasciotomy to the left leg approximately two months ago. This was possibly related to left iliac limb of stent graft. The patient had an embolization of the left iliac stent graft and right to left fem-fem bypass and left iliac limb embolization with amplatzer plug two weeks ago. The investigator assessed this event to be related to the stent graft. After surgery the patient was noted to have a large hematoma, which required a transfusion. The investigator assessed this event as not related to the procedure or the stent graft.

Manufacturer narrative:
Evaluation method: films. Evaluation results: patient's condition affected effectiveness of device (anatomy related, deep vein thrombosis), caused by another drug/device (another manufacturers infected femoral to femoral graft). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related, deep vein thrombosis), another device caused failure (another manufacturers infected femoral to femoral graft). (B)(4).

Event description:
Additional information received for this case. It was reported that the patient recovered from both the hematoma as well as the wound infection.

Event description:
Additional information has been received and the film review has been evaluated. Post implantation films prior to the femoral to femoral bypass, were reviewed and showed that the bifurcated stent graft was positioned just below the renal arteries; the aaa diameter measured 5 cm max. The ipsilateral limb was on the right side. A small area of non-contrast (assumed to be thrombus) was seen within the contra (left) iliac limb near the mid-length of the aaa, and another small section of assumed thrombus was seen in the distal ipsilateral (right) iliac limb near the origin of the right common iliac artery. No other occlusion was seen within any of the stent graft components. The cause of the occlusion could not be determined; no stent graft kinking or other stent graft issues were observed. It was reported that 30 months post stent graft implantation; prior to the femoral to femoral bypass the patient had totally occluding deep vein thrombosis of left popliteal vein. It was reported that one month ago the patient presented with a fever, infected hematomas of left and right groin and femoral to femoral bypass graft infection. The physician removed the of infected femoral to femoral graft, ligation of the left common external iliac artery, common femoral artery, repair of left common femoral vein, along with primary repair of the right common femoral artery and a left axillary-femoral bypass graft with an 8mm graft was performed. The investigator assessed that this was not related to the study device or procedure. Post intervention the patient was noted to have pain and swelling of the left axillary incision site. Later in the day the patient underwent exploration and evacuation of the hematoma. The investigator assessed that this event was not related to the device or to the procedure.